Event description:
It was reported that the patient had the inflatable penile prosthesis removed on (B)(6) 2018 due to fluid loss as the tubing was broke near the pump. A new inflatable penile prosthesis system with a 18cm x 12mm cylinder pump pre-connect and a 100 ml reservoir were implanted.